Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction drawers was not sensing position. The field service engineer replaced the bus controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, unable to open. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.